Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that it was observed during a routine check by the customer that the cs300 intra-aortic balloon pump (iabp) had water enter the pipe inside the unit and now does not work properly. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site state: (B)(6), event site telephone: (B)(6)). Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that the repair was completed by third party. All functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service.